Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. During air flow accuracy test, expiratory flows very high. Fse replaced check valve (cv4). Replaced faulty exhalation flow sensor. Unit passed a full performance assurance and retuned to customer repaired. The exhalation flow sensor was return for analysis. The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated, contamination were found on the heated film element & thermistor that will result flow readings not accurate. Fault was found on the returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
While performing preventative maintenance (pm), philips fse (field service engineer) reported expiratory flow high and out of tolerance. There was no patient involvement.